Event description:
It was reported when using the bd pyxis medstation system, drawer 1 was not being detected on the communication bus. The customer stated that there was a delay in in dispensing medication since the customer had to use an alternate source to obtain medications for the patient, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the modular controller board and 1.1 controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.